Manufacturer narrative:
Additional narrative: this report is for an unknown rafn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a procedure on an unknown date, with retrograde approach for a non-union at supracondylar femur non-union. Postoperatively, there was no union of fracture noted and patient had a fracture above variable angle (va) supracondylar plate. Patient had a supracondylar femur fracture initially treated with a plate and this was failed in varus collapse and was reconstructed with a nail plate combo. The va plate was extended proximally past the retrograde rafn nail. Patient was fractured at 39 days and was reconstructed with frn and va supracondylar femur plate. There was an evidence of healing reported. No further information is available. This report is for an unknown rafn nail. This is report 1 of 1 for (B)(4)..